Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The field representative indicated this lead would not be returned. If additional information is received, this report will be updated.